Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the disappearing image could not be identified, nor could the phenomenon be confirmed/reproduced. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation of an e216 (scope communication) error and blank display were not confirmed. In addition, the unit had cracking around the scope socket. The scope socket was worn with rust. The unit was dusty with build-up on both fans. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
An olympus employee reported on behalf of a customer, the evis lucera elite xenon light source displayed an e216 (scope communication) error and then went blank. The event occurred during a diagnostic polyp removal, while the patient was still on the table. The procedure was completed using the subject device. There was no report of patient harm associated with this event. This event occurred previously during an unknown procedure. The customer believes the issue is intermittent. There is no additional information known regarding this previous event. Related patient identifier: (B)(6).